Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (cartridge alarm 30) during the loading process. Customer reloaded the cartridge and alarm did not reoccur. Blood glucose (bg) was 444 mg/dl. Customer experienced an elevated bg 586 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support found the pump to be functioning properly.